Manufacturer narrative:
The reported event is confirmed as manufacturing related. Four photos were received. The first one shows an overview of the two-way catheter, the second photo zooms into the balloon and tip, the third photo shows the catheter cap, and the last one shows the tray label. Received 1 all-silicone foley catheter with sample port connector. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and lumen to lumen leak was evidenced since the solution leaked through eyelets. Sample received product does not meet specifications, which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿ the root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR was not required as the CAPA 8266921 is applicable for this product lot number. The scope of CAPA 8266921 is applicable for this product lot number. Therefore, labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the catheter was fine, but it came loose during patient transfer. It was confirmed that the leakage was gradual when water was poured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the catheter was fine, but it came loose during patient transfer. It was confirmed that the leakage was gradual when water was poured.